Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from november 28, 2022 to november 30, 2022. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection of the photograph showed fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. The following factors may affect the flow rate and be potential causes for this underinfusion report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. It was observed that the elastomeric balloon had not emptied the medication dose over 24 hours as expected. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date ¿ this event occurred on an unspecified date between march 28, 2023 and april 11, 2023. Should additional relevant information become available, a supplemental report will be submitted.